Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was unknown. The reason for use was not reported. It was reported that there was cerebral spinal fluid (csf) leakage. The issue occurred on (B)(6) 2019. There was swelling at the pump and spine site, and the patient complained of a headache. There were no environmental/external/patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. Interventions/actions that were taken to resolve the issue included an additional purse string was added to the spine site around the catheter. Leak was no longer visible and swelling was no longer present after clear fluid was removed from the pump site during the leak repair. The issue was resolved at the time of the report. There were no further complications reported/anticipated.